Manufacturer narrative:
.

Event description:
Clinic submitted medwatch (B)(4) states that right hip revision surgery was performed. The patient presented with elevated blood ion cobalt and chromium levels.